Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in two pieces. Visual examination of the lead found an internal insulation abrasion at the s-curve region breaching one ring electrode cable lumen with no damage noted to the etfe cable coating and an internal insulation abrasion at the s-curve region breaching both ring electrode cable lumens with the etfe cable coating of one ring electrode conductor abraded.

Event description:
This report is to advise of an event observed during analysis.